Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, the balloon on the 26 mm commander delivery system ruptured at near full deployment (ended up -2 volume) due to sinotubular junction calcium. Per report, the valve was deployed softly to lessen chance of rupture upon the stj. The valve appeared fairly expanded given the patient's anatomy. Post dilation was not done. The valve was successfully implanted.